Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The light source device was replaced and confirmed, and lighting failure was confirmed. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
Correction information: g6: follow up #1; h6: coding changed, based on the investigation result. It cannot be repaired, because it is an accessory. A new replacement was carried out.